Manufacturer narrative:
Initial reporter name/address : (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, the patient had a flow over 6 l/min with a set speed of 6200 rpm. Later that same day, the patient had persistent low alarms. The system monitor showed a flow of 0.6l/min which then dropped to 0 l/min. Power consumption constantly dropped from 5.5 watts to 4 watts. Imaging was performed and revealed a massive thrombus at the outflow prosthesis. The patient underwent an immediate pump replacement surgery. A clear thrombosis was found in the inflow tract once the pump was explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the report of suspected thrombus could not conclusively be determined. A direct correlation between the low pump flows and the suspected thrombus could not conclusively be determined. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump housing. An additional segment of the pump cable measuring approximately 20.5¿ was returned connected to the modular cable. The sealed outflow graft was secured to the pump cover. The apical cuff was attached to the cuff lock. Upon disassembly of the returned device, examination of the textured and non-textured blood-contacting surfaces of the inlet cannula, outflow graft lumen, pump cover, rotor, and rotor well revealed post-explant and loosely coagulated post-explant blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller event log files contained overlapping data spanning from 12sep2022 at 05:41:15 to 13sep2022 at 00:18:55, per the timestamps. Throughout the log files the device operated as intended at the stored patient speed. From the beginning of the log files to 12sep2022 at 19:51:18 the estimated pump flow typically ranged from 4.8-6.4 liters per minute (lpm). Beginning on 12sep2022 at 20:13:04, a sharp decrease in the estimated pump flow was observed and by 20:13:20 a low flow alarm was active. The estimated pump flow continued to decrease, reaching 0.7 lpm by 20:17:26. The estimated pump flow hovered around this value until it reached 0.0 lpm at 20:46:21, where it remained for the duration of the captured data. Similar trends in pump power and average pulsatility index were observed during this time, as the pump power was initially around 5.5 w and average pulsatility index values were typically between 3.0-5.0 before dropping to around to 4.0 w and the low 2¿s, respectively. The observed event appears consistent with a true drop in flow; however, a specific cause for the low flow cannot be conclusively determined through this investigation. The pump was intentionally stopped on 12sep2022 at 23:21:01 and appears consistent with the explant procedure. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 6 also cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.